Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 510 mg/dl . Customer stated they experienced variable blood glucose level including 340 mg/dl and then changed infusion set, blood glucose level dropped to 140 mg/dl. On next day blood glucose level was 370 mg/dl after changing infusion set and again raised to 510 mg/dl. Customer again changed infusion set and blood glucose level dropped to 174 mg/dl. The current blood glucose level of customer was 98 mg/dl. Customer was treated with insulin pump and changing infusion set for high blood glucose level. Auto mode feature was not active at the time of incident. The customer was using the insulin pump within 48 hours of high blood glucose event. The insulin pump will not be returned for analysis.